Event description:
It was reported that the insulin pump alarmed motor error during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. No error alarms were noted. No motor error alarms during prime or rewind were noted.